Event description:
Device malfunction: knot lock (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of a femoral after an interventional procedure. Reportedly, when the needle plunger was pulled out, only the white suture was captured by the needle plunger. The device was removed and a second perclose at device was used; however, after harvesting the suture the knot was stuck and not able to be advanced. The device was removed and hemostasis was achieved using manual compression. There was no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #1- perclose at (lot # 49058-6h) is being filed under medwatch report # 2953144-2008-01769.